Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient scraped the pocket site against a door, causing the wound site to open, exposing the device. The device was removed and the site was cleaned and closed. There have been no reports of further complications regarding this event.